Event description:
It was reported on an external medwatch form that no medwatch number was received. It was reported by the rep that the endoscopic articulating cutter was faulty. There was no pt consequence.